Event description:
Event description cpi received information that this endotak down-sized plus lead (0125) was removed from service because after a couple of days implant, loss of capture, and inappropriate sensing was noted. They went in and replaced the lead with another 0125 lead. The physician noted insulation damage.